Event description:
When a plc75, driven by an idrivec was closed on tissue in a right colon resection procedure, repeated presses of the close/fire and open buttons on the idrivec resulted in no response from the attached plc75. The plc75 and idrivec were de-coupled and the jaws of the plc75 were manually opened.

Manufacturer narrative:
Patient's weight is not known; "000" is a placeholder without which the submission cannot be packaged. The idrivec was visually and functionally evaluated. The handle showed some damage attributable to the method used to sterilize the device. Besides this the device met all other visual and functional specifications. The alleged malfunction was not related to the handle damage, and its root cause could not be determined. (B) (4)